Event description:
User received low patient calcium results ranging from 8.0 to 8.2 mg per dl which repeated higher ranging from 8.5 to 8.8 mg per dl, starting (B) (6) 2009. User said no other assays were performing this way. The following patient example of discrepant results was provided. This patient sample was tested on (B) (6) 2009. Initial result gave 8.1 mg per dl. Sample was repeated next day giving 8.9 mg per dl. User did not turn out the low results without performing delta checks and rerunning the samples. No erroneous results were reported and no patients adversely affected. The field service representative found a problem with the syringes and replaced syringes. Preformed a system prime in standby to verify analyzer performance. User indicated no issues with calcium as controls and patient results look okay since replacement of syringes.